Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receives the error 600.6855, after re-install the rf card (ambicom b/g) on 8015 (s/n (B)(4)). Case resolution: customer receives the error 600.6855, after re-install the rf card (ambicom b/g) on 8015 (s/n (B)(4)). Explained problematic issue of device not recognizing the rf card. The communication interface board (cib), is not responding. Informed customer that our records indicate this device to have an a/b/g, rf card installed. Informed customer to interchange rf card with known working card. If problem error still persists, customer will need to have the logic board repair/replaced. Customer given part number to the motorola a/b/g rf card to order. Customer will give a call-back, if further concerns need to be addressed. End call. (B)(4).